Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt participated in a (B)(4) at vertebral levels 1, 2, 3 or 4 to evaluate the clinical and radiographic outcomes in pts diagnosed with cervical degenerative disc disease (ddd) between c2 - c7. Pt was implanted with a vectra-t cervical plate and a cc acf spacer at levels c3 c4 with pedicle screws at c3 and c4. Pt had been experiencing pain for 96 months and postoperatively pt experienced reflux/swallowing, requiring additional time. This complaint is 1 of 5 for the same study.